Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscal refixation in knee arthroscopy, the surgeon failed to deploy the second implant. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 has been advanced back to the dimple. T2 remains in its customary position on the needle. Device was tested for deployment using a rubber meniscus model, both ts deployed as intended. No root cause related to the manufacturing process can be established.